Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they used to charge their implanted neurostimulators daily and now all of a sudden, it would start shocking them and they couldn't get it to stop shocking them. Patient said they had tried resetting the controller, but that didn't resolve the issue. Patient confirmed the issue began probably a couple weeks ago. Patient unlocked their controller and saw no device found. Agent reviewed meaning of no device found and that patient's implanted battery had gone too low and needed to be recharged. Agent suggested that patient turn their stimulation off to see if the shocking subsided. The patient was redirected to their healthcare provider to further address the issue and to check internal components.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that their stimulator was constantly shocking them. Pt added that they couldn't get it to the mode to get the shocking sensation off. Pt mentioned that they are currently in the hospital because of it and they've been trying to get a hold of a rep. Pt called back stating the ins was constantly shocking them for over a month. When the stimulation was on it constantly shocked them even if they had intensity down to 0. When pt turned stimulation off it was off. The pt had reached out and they are not able to get it up and running properly. Pt said they have experience this in the past as well. Pt was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that about a month ago, when they turn the stimulation on, the device would shock them constantly and the only way they could stop the shocking sensation was when they turn the stimulation off. Patient mentioned they met with the rep at their doctor's office today, and they were assisted with getting the ins start charging again. Patient noted that the ins was at 90% battery level now. Agent reviewed and redirected patient to their hcp. Patient got escalated because it took them a month to set their appointment today with the rep and the hcp. Agent explained that they would need to follow up with their doctor and sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back stating that they continue to experience the shocking sensation. Pt added that they already tried to troubleshoot however it did not resolve the issue and they just turn the stimulation off. Agent redirected the pt to their hcp to further the issue however the pt pushed back and said that somebody called them before and they were able to fix it over the phone. Pt stated that they did not want to follow up with their hcp and wait for two months to get an appointment. Agent reviewed patient services role. Agent sent an email to the local field representatives.